Event description:
The following has been reported: biomed reported: tubing set misloaded alarm constant. Pump has been cleaned around the pins and the guides. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
During investigation, the complaint was confirmed. The pump was returned for tubing set misloaded errors. A mock infusion was attempted but tubing set misloaded errors prevented this. As per the preliminary finding of ipc connection being suspect, the midway connection was replaced and this did not resolve the issue. The ipc service seal appeared to have some drag and was also replaced. The drag was resolved but not the misloaded set errors. Upon investigation it was discovered the plate that holds the ipc head in place was missing one of its screws in the boss closest to the ground screw, this screw was not in the device and was replaced. Replacing the screw also did not resolve the issue. Device was able to pass functional testing once reverted and as such the set ID will be replaced during repairs and functional testing re done